Event description:
Event description boston scientific received information that pre-implant, this implantable cardioverter defibrillator (ICD), in storage mode, exhibited middle of life 1 (mol 1) with a monitoring voltage of 2.87 v. The device will be returned. ,